Event description:
Rptr's disetronic insulin pump has displayed an error 2 and an error 3 and then went into the stop mode. Rptr was unable to get it to go back into the run mode until replacing the battery. The problem with that is that the battery is a special one that cannot be purchased from anyone except disetronic. There is no warning of a low battery condition before the pump stops delivering insulin. After calling disetronic several times and still waiting for the supv to return call, rptr has been told that this is a normal situation. However this was not the case with their other pump of the same exact model. Rptr feels this could be a dangerous situation if the person is not prepared to replace the battery as they are not easy to obtain locally, in fact rptr has had to loan other users batteries from time to time. In closing rptr feels the answer and support from disetronic is not acceptable for a $ 6,000.00 medical device that rptr and other people have come to depend on as a source for insulin delivery.